Manufacturer narrative:
This product has been used in dentistry for many years. To date, we have never had another complaint or report of breathing complications associated with this product. The customer, (B)(6), indicated that "any returned product¿ will be shipped to you under separate cover." As of the date of submission of this report, samples of the suspect product had not been received for eval and complaint (B)(4) remains open awaiting eval of the actual product used.

Event description:
Male pt (birth date (B)(6)) experienced breathing complications 5 hours after a dental procedure involving natural elegance flowable composite dental filling material. Went to hospital but was fine and they did not administer any medication. They are not really sure that this product did cause the breathing problem. This info is from (B)(6). Adverse event form ((B)(4)). E-mailed to confi-dental on (B)(4) 2010.